Event description:
It was reported that a pump leaked. The reporter stated no cracks were observed in the cartridge but the top looks like it may be the one had an issue and did not think it would be from the tubing. The event occurred while in patient use, and harm or injury was reported. Possible lot numbers 6126025, 6101899 or 6085524.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00264. The date of that submission was 11/26/2025. Device evaluation: received one (1) used reservoir, cassette and one (1) open/used extension set with unknown lot numbers. As received, there was no physical damage or other anomalies observed. To replicate clinical use, the cassette was filled with 100ml of water using an ICU medical provided syringe. The cassette was then installed onto a cadd solis 2110 pump. The returned extension set was reconnected and 10ml of priming was performed. No leaks nor pump alarms were observed. Unable to replicate the reported condition of leaking on the pump.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. The probable cause is due to damage on the bag seam while compounding. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.